Event description:
It was reported that during implantable pulse generator (ipg) program check the device was found reached elective replacement indicator (eri), with estimated service life was less than half a year, and was nine months before the due date of warranty period at that time. Physician determined the ipg reached premature battery depletion during warranty time. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.